Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported left side capsular contracture, baker grade iii.

Event description:
Healthcare professional additionally reports left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight to the specification, white particles in the shell and a crease fold. Bubbles and voids in the gel were observed after autoclave cycle. Based on the device analysis the final assessment is: the unit is not ruptured.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.